Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 had failed and required maintenance. A technical support specialist (tss) received confirmation from the operations lead that the issue was resolved by replacing the drawer latch. The system functioned as intended after the technical support specialist investigated the device. E1. Initial reporter addr 1: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed and required maintenance. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Correction: section b date of event and section h imdrf codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer failed and required maintenance. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported due to this event.